Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was this past week the patient was not able to go up to higher numbers (amplitude) on their programming. It said that it was cut off at 1.3 or 1.4. The message was setting was operating at maximum settings. Therapy can't be increased. The patient got a grounding mat for their mattress for fatigue. Patient has been shutting the medtronic system off because they didn't know if that was an MRI type of thing with the grounding through their body. They shut the stimulation off but they couldn't get it back up to 1.5 or 1.6 that it was on before. It only goes up to 1.3 and 1.4 on the different programs. They have tried bouncing around to different programs and they all said it was at the max or it wouldn't let them go up past 1.3 and 1.4. When they were on these programs before they were up to 1.5 or 1.6. Agent asked if they have had any falls or accidents. Patient said, they fell backwards into the yard and landed in the bushes. They have been bending over quite a bit doing yard work like weeding and they have been out there almost every day. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient said they called a manufacturer rep 2-3 days ago and left a message but they had not called them back. Sent email to the rep requesting call back to patient.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.